Manufacturer narrative:
An investigation conducted by the field service engineer confirmed the connector on the right camera control unit (ccu) to be broken. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the affected ccu. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the beginning of a da vinci hysterectomy procedure, the connector on the right camera controller unit (ccu) broke off, resulting in the site being unable to connect to the camera. The patient was under anesthesia and port incisions had been created before the surgical staff made the decision to abort the procedure. No patient harm, adverse outcome of injury was reported.